Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had their longevity checked by a manufacturer representative about a year and a half ago, and were told that the healthcare provider would call them in about a year to have it checked again. It was reported that since ¿about the first of the year¿ they keep having to adjust the stimulation intensity up and down and they inquired if that was related to approaching the end of battery life. It was stated that they have mixed incontinence so it was not uncommon for them to make adjustments due to their symptom changes. It was also reported that the stimulation will sometimes feel too strong in certain positions and they will need to decrease stimulation; when they decrease, then they feel it at a comfortable level. When asked if they had any fall or trauma around the time that they noticed the changes in stimulation/therapy, the patient noted that they had lost about 1/3 of their body weight, and they had noticed that the battery seemed to move/flip up and down. The patient was provided with a listing of local healthcare providers and it was recommended that they follow up with their healthcare provider to check battery longevity and the implant site. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they lost approximately 60 lbs after they had their stomach removed in (B)(6) 2017. This is what led to the stimulation being too strong in certain positions and the implant moving up and down and flipping up and down. It was stated that the battery rolls around in their hip and they adjust the stimulation level as needed to resolve the stimulation being too strong in certain positions. It was noted that they still need to contact the healthcare provider who put their first implant in for an appointment. No further patient complications are anticipated or expected as a result of this event.